Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) called and spoke with customer, who reported that devices were in disconnected mode. Tss acknowledged the issue and advised that a callback would be provided once resolved. A review of the device data synchronization logs showed repeated messaging errors and database update failures. The issue was identified as resolvable by restarting the synchronization service on each affected device. Tss remotely dialed into the station and restarted the synchronization services. All stations came out of disconnected mode, and customer confirmed the issue was resolved. The root cause was believed to be a loss of communication between the synchronization 2.0 server service and the database server following a service restart or server reboot. The health sight viewer was also displaying a bogus critical override, which was cleared by restarting the notification service. The pharmacist confirmed the override was no longer visible. The case was closed as the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and customer rebooted the machine. However, there were no delays or adverse events or injuries reported based on this event.